Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection manifested by cloudy effluent and cramping. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. The patient presented to the pd clinic and was started on ceftazidime. At the time of this report the patient outcome and action with pd therapy were not reported. No additional information is available.